Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's evaluation, this unit was found to have a keypad with a delayed response. This delay was caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
During baxter's evaluation of this spectrum pump, it was found to have a delayed keypad response.